Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath and the sl-10 microcatheter. Visual inspection of the device revealed that the delivery wire was kinked and the coil broken/ fractured from the detachment zone. The main coil was found to be kinked and stretched as well. No other anomalies were noted. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that a lot of resistance was encountered while advancing the first subject coil through the microcatheter to the target aneurysm and the coil prematurely detached inside the microcatheter during repositioning. However, the second coil was attempted to advance but did not pass due to the prior first subject coil remaining inside the microcatheter. The second coil was removed after the physician realized what happened. The subject coil was removed together with the microcatheter as one unit from the patient. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that a lot of resistance was encountered while advancing the first subject coil through the microcatheter to the target aneurysm and the coil prematurely detached inside the microcatheter during repositioning. However, the second coil was attempted to advance but did not pass due to the prior first subject coil remaining inside the microcatheter. The second coil was removed after the physician realized what happened. The subject coil was removed together with the microcatheter as one unit from the patient. There was no clinical consequence to the patient due to the reported event.